Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a female patient's graft in her arm. During the procedure the tip detached from the ptd. The physician was able to snare the tip from the patient. There was a delay in treatment and no patient death or complications reported.